Event description:
It was reported that during an ureteroscopy procedure the basket broke. A gemini 4/0/120 had been advanced to retrieve a stone that "wasn't big". The basket captured the stone and during withdrawal, the entire head of the basket "snapped off", leaving "some wire, the entire basket and the stone inside the pt". The physician cut, starting at the "uvj" orifice, 3cm up the ureter. The device fragments were removed from the pt with an unspecified type of resectoscope. The target stone was able to be removed by using another gemini 4/0/120 basket. There were no add'l pt complications reported. The pt had a foley catheter at the end of the procedure but is currently "stable and doing fine".

Manufacturer narrative:
Device analysis: the device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.